Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that she inserted the infusion set, but it did not go in, and it led to the high blood glucose event. No other significant events leading to the hospitalization were noted. She advised that she was able to lower her blood glucose while in the hospital and declined troubleshooting, as this was a past event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.